Event description:
It was reported that a patient died while ventilated with a fabius tiro. A service technician was requested to check the device. No further details of the circumstances nor the potential imputability of the device were known at the time of the initial information.

Manufacturer narrative:
The affected device was investigated on 17, august 2007 by an another country service technician. The device check revealed proper function of the device and its alarms, i.e. No failure could be found. The event was further discussed with hospital staff (3 anesthesiologists). The stuff reported that the user opened errorsly the auxilliary oxygen outlet believing to apply oxygen to the system, i.e, to the patient. This auxilliary oxygen outlet is located on the left side of the device, but all gas controls and gas flow displays (incl. Flowtube) for the breathing system are located on the frontside of the device. The 3 anesthesiologists concluded the event to be a use error and they exonerate the device. The review of the device internal log file revealed that alarms were generated at the time of the event. The case has been concluded to be a user error.